Manufacturer narrative:
The actual device was not returned for review. However, photographs were provided displaying the knife utilized for the procedure and the packaging/labels that it was removed from. The photos were not clear enough to identify the problem reported on the knife device. The labels clearly identified the item, lot and description of the blade component. A thorough review of the device history record, labeling and the retained samples were performed. No quality issues were noted throughout the incoming inspection, manufacturing or final inspection process. The bill of material confirmed that the correct blade component was issued to the shop order and the retained labels displayed the correct item, lot code and description of the bevel-up device. The retained samples were identified as a 2.75 slit knife angled bevel up device. The orientation of the bevel and indicator marks were correct as displayed on the specification. There were no other complaints received for this finished good lot. The root cause for the incorrect positioned blade within the package was identified as manufacturing related; operator error during the assembly process. The review of the process and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation/review.

Event description:
The blade was labeled as a bevel-up device. The surgeon identified the device as bevel-down prior to the surgery. However, the shape of the wound made with a bevel-down vs. A bevel-up blade is quite different on a convex surface such as the eye. He was worried that if he left the incision unsutured, it may not seal as it usually does, and may leak. He proceeded to suture the incision with a resorbable 10/0 suture just as a safety precaution. The wound sealed as expected and there was no harm to the patient.

Manufacturer narrative:
The actual device reported by the end user was not returned due to hospital policies. A clear identification of the bevel direction could not be confirmed by the review of photographs provided by the end user due to the clarity of the image. A thorough review of the device history record was performed. There were no quality issues noted during the manufacturing or inspection processes. All components were issued according to the specification for this finished good item. The retained samples for this lot were reviewed and the devices met the current requirements; the bevel was in the correct direction. A review of lots manufactured prior to and after the reported lot were reviewed. All devices met current specification; bevel direction. The most probable root cause for the bevel facing the wrong direction was adjudicated as manufacturing related. This type of defect can occur during the blade bending / blade insertion operation, when the blade is not placed in the correct position on the fixture. This was determined to be an isolated event. The blade was clearly identified upon opening the package. The surgeon made a clear decision to utilize the blade "as is". A health hazard report was completed to determine safety and population health risk. There are no foreseen safety/health risks associated to this event. Corrective actions and a visual standard were implemented to help prevent this type of event. This particular lot was manufactured prior to the implementation of the corrective actions.